Event description:
It was reported that the PICC catheter was placed under ultrasound guidance on (B)(6) 2025 and was removed on (B)(6) 2025, due to pain in the upper arm during catheter maintenance; after removal, the catheter was found to have ruptured approximately 9 cm inside the puncture opening. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. An initial visual observation of the video showed a catheter during use. Blood could be seen leaking from the catheter shaft in the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause of the leak. This complaint will be recorded for future trending and monitoring purposes.